Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient has been having high and low blood glucose (bgs) randomly. The reporter stated that he has seen the bg in the 300's mg/dl without symptoms. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient is treated with corrections iva bolus with the pump and returns to target. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/06/2013: the device was returned to animas and evaluated by product analysis on 08/15/2013 with the following results: the complaint could not be duplicated during the investigation. No defect was found. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. There were no alarms or errors related to the complaint in the black box or alarm history, only typical usage was observed. Review of the daily insulin delivery totals were found to correctly reflect the users programmed basal rates showing the pump was delivering accurately up until the last date used.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.